Event description:
It was reported that the insulation on the unit has been compromised.

Manufacturer narrative:
Upon receipt of the unit, it was confirmed that the hinge pin was missing. Add'l info will be provided once the investigation has been completed.